Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a hole and they could not get a good feeling and had to breath manually. They also stated that there was a crack on the connector and patient was given manual ventilation via bag-valve mask and reintubated with no harms.